Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the set screw on the size 13 revive proximal body trial did not properly engage with the distal stem. The cause of the issue is unknown.

Manufacturer narrative:
Investigation review of the complaint determined that the reported issue references a screw associated with the proximal trial; however, the proximal trial does not contain a separate or standalone screw component. As such, the reported device issue is based on a component that does not exist within the applicable product configuration. Therefore, this complaint does not represent a valid product issue and is being cancelled.

Event description:
It was reported that the set screw on the size 13 revive proximal body trial did not properly engage with the distal stem. The cause of the issue is unknown.